Event description:
It was reported the patient had a result of 3.4 mmol/l and was having a seizure due to hypoglycemia. The device result didn't match the patient's symptoms. The father treated the patient with glucose via injection. The paramedics took the patient to the hospital. At the hospital, the patient was treated with glucose via injection and gluco gel. The patient was at the hospital for "several" hours. The paramedics and hospital results were unknown. It is unknown which strips were used during the event (strip lot number 494159 or 494131). Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.